Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood/body fluid present on the outer tubing overlay and in/on the lobe mechanism.

Event description:
It was reported that the physician attempted to implant a left ventricular (lv) lead but was unable to manipulate the guidewire to the desired location. The lead was not used. The physician implanted another lv lead in which the guidewire was also difficult to position, however the physician was able to back load the lead and position lead. The lead is still in use. No patient complications have been reported as a result of this event.